Event description:
Literature was reviewed regarding a comparison of transcatheter (tavr) and surgical aortic valve replacement (savr) for bicuspid aortic stenosis (as). The authors extracted de-identified data from an inpatient database to identify and analyze hospitalizations for bicuspid as who underwent isolated aortic valve replacement between the years 2012 and 2016. As the study data was de-identified, no product information (manufacturer, brand name, model and/or serial number) was documented in the article pertaining to the transcatheter and surgical aortic valves implanted in the patient population. However, it is likely that transcatheter and surgical valve products manufactured by medtronic were among the valve types used. The in-hospital mortality rates were 3.1% (tavr group) and 3.1% (savr group) in the tavr versus savr matched cohort, whereas in the tavr in bicuspid as versus tavr in tricuspid as matched cohort, the in-hospital mortality rates were 2.9% (tavr in bicuspid as group) and 3.4% (tavr in tricuspid as group). No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other comparative outcomes were described as follows: cardiac arrest, cardiogenic shock, mechanical circulatory support, acute kidney injury, acute myocardial infarction, c ardiac tamponade, respiratory complications, post-operative bleeding, blood transfusions, acute stroke, ventricular arrhythmias, complete heart block, permanent pacemaker implantation, and vascular complications. No additional adverse effects were noted.

Manufacturer narrative:
Citation: elbadawi a, saad m, elgendy iy, et al. Temporal trends and outcomes of transcatheter versus surgical aortic valve replacement for bicuspid aortic valve stenosis. Jacc cardiovasc interv. 2019;12(18):1811-1822. Doi:10.1016/j.jcin.2019.06.037 earliest date of publication used for date of event. Medtronic transcatheter valve products that may been involved in the study: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.